Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ arrow button required multiple presses to elicit a respond. Patient reported that the button issue was on-going for about six months. Patient stated that there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed the keypad was intact; with no peeling or damage. During testing, the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the initial complaint, the battery compartment was found to be cracked. The pump failed a leak test due to this. Evidence of moisture was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.